Manufacturer narrative:
Di not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon review, inappropriate mode switch episodes due to noise was observed on the right atrial lead. No other electrical anomalies were noted. No further information was reported.